Manufacturer narrative:
Based on investigation of this complaint, no harms reported. A DHR review cannot be completed as lot information was not provided. The review of trending data for the failure mode (false positive) was completed. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for false positive is under the expected threshold of 2% (label claim)/1% (internal warning limit). Lucira health will continue to monitor trends related to false positive results. Based on the limited information available, root cause cannot be determined. Lucira health is in the process of conducting a further investigation. A supplemental report will be filed, if any additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under (B)(4) check-it.

Event description:
(B)(4) device reported as having an alleged false positive result. The complainant reported that the customer retested with three pcr tests with negative results.

Manufacturer narrative:
On august 25, 2022, the complainant reported 15 alleged false positive results from multiple different kit lot numbers (kit lot numbers unknown: initial 30-day MDR submissions 3016521623-2022-00336 through 3016521623-2022-00350 filed 09/07/2022). The complainant returned 50 unused devices from multiple lots (k08a112803223m1, k08a1126011223m1, k07a110909214m1, and k08a111102224m1). It is unknown if the returned unused device lots were associated with the reported alleged false positive devices reported. Failure analysis (fa) testing (fa21a, fa21b, fa21c, and fa21d) was conducted following an approved ntc testing protocol (a549 cell spiked). All tested devices passed without any detection of false positive results. The data shows the devices tested performed as expected. Complaint was not confirmed. Additional information updated: section g6-follow-up: 001. Section h2-device evaluation. Section h3-device evaluated by manufacturer: yes. Section h6- type of investigation: 4101-testing of device from same lot/batch returned from user. Section h6- investigation findings: 213-no device problem found. Section h6- investigation conclusion: 67-no problem detected.